Event description:
On (B)(6) 2015 when this patient was undergoing a total laparoscopic hysterectomy it was noted that the tip of the harmonic scalpel broke off. The tip was immediately retrieved and removed from abdominal cavity. She required no further treatment. The patient was taken to pacu where she was recovered and then transported to 3b for inpatient admission and she was discharged to home on (B)(6) 2015 without any complications.